Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-07163. It was reported the pt has experienced burning while recharging the device. The pt is working with her physician to determine a resolution. No further info is available at this time. On (B)(6) 2012, st. Jude medical (B)(4) sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in field advisories and a field correction; 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.